Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: during investigation, the battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. Unexplained power on reset events were found in the black box. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The power complaint was duplicated. The test battery cap fit to maintain an electrical connection, and successfully completed 24 hour testing. No power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.